Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 425 mg/dl, 328 mg/dl, 525 mg/dl, 235 mg/dl. Customer states insulin pump was on auto mode. Customer did not want to troubleshoot. Customer states insulin pump buttons are bulging. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device also received with pillowing keypad overlay.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date . The correct aware date is 13-may-2019.